Manufacturer narrative:
No unexpected frozen screen anomalies noted; time advances properly. Intermittent button response on the esc and act buttons due to moisture damage on keypad traces noted. Cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the insulin pump keypad is stuck on the bolus window and the display cannot be cleared. The remaining keypad buttons are not responsive. Customer's blood glucose was 177 mg/dl at the time of incident. The customer was advised that the device would be replaced and to return the product for analysis.